Event description:
The customer reported that during a colectomy and end to end anastomosis the physician felt the tissue was not sealed properly. The physician re-grasped the tissue and activated, however, the tissue was not sealed. The handpiece was replaced and the new device worked fine. There was no patient harm. The operating time was not extended. There was no additional tissue resection or tissue damage. Nothing fell into the patient¿s cavity and there was no bleeding. The device was recognized by generator, activated, a sealing and end-tone was heard and there was no re-grasp alarm.

Manufacturer narrative:
(B)(4). One used lf1520 was received for evaluation and visual inspection found no defects. The physician felt the tissue was not sealed properly. The reported condition was not confirmed. The device was activated on simulated tissue while pressing the button in various locations to detect any problematic activation issues. The rotation knob was turned to each stop and activated. Functional testing was also performed on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. The IFU states keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.